Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (cannot run incoming functionality testing) has been confirmed. Upon investigation the cable connecting ECG "c" and ECG "d", the cable connecting ECG "a" and the front therapy electrode, and the cable connecting the distribution node and the rear therapy electrodes were pulled from their strain reliefs, damaging wires in the cables. The root cause for the strained cables was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the electrode belt was unable to run incoming functionality testing.